Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2020, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via clinical study reported the event was not related to the implant procedure.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine (unknown dose and concentration) via an implantable pump. It was reported per hcp notes, it appears that the patient still has not been able to get full benefit of the morphine infusion. It was noted when the medication works for the patient the pain is relieved and reasonably controlled, but they also starts having side effects in terms of loss of erection, difficulty with voiding and moving his bowels. When the pump does not work for whatever reason, the old body function returns to normal/side effects disappear but pain returns. The pump was explanted/replaced on (B)(6) 2020. The catheter was explanted/replaced where a section of the catheter was cut and discarded and a sutureless ascenda catheter was attached. The new pump was reprogrammed on (B)(6) 2020. The outcome of the event was noted as resolved without sequelae on (B)(4) 2020 and also noted resolved with sequelae (poorly controlled pain) on (B)(6) 2020. The device diagnosis was other component failure, resulting in loss of therapy or inability to program the pump. The clinical diagnosis was it medication side effects, concern for pump malfunction, and intractable pain. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was unlikely related. The relatedness to the drug (morphine) was possibly related and the drug action that caused the event was change in schedule. The event date was (B)(6) 2020. No further complications were reported/anticipated.